Event description:
It was reported to boston scientific corporation that a resolution clip clipping device was used during a hemostasis procedure performed on (B)(6) 2012. According to the complainant, the clip was difficult to extend from the sheath and, once exposed, it remained open and would not release from the delivery catheter. It was reported that the prongs would not close. The physician removed the scope and the clip together and completed the procedure with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event: clip failed to release from delivery catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.